Event description:
Same case as MFR# 2134265-2011-02491. It was reported that during a stenting treatment procedure a vessel dissection occurred and the patient expired. The target lesion was located in the circumflex artery (cx). There were two lesions in the cx and the physician advanced an ion stent delivery system (sds) to the distal lesion and deployed the stent. The physician attempted to deliver another ion sds proximal to the first placed stent and it was noted that the patient's vital signs were not good. Angiogram was performed and a dissection was noted in the left main (lm). The physician attempted to stabilize the patient by treating the dissection; however, the patient expired. The patient's cause of death is listed as cardiac respiratory distress due to a dissection in the lm and no autopsy was performed.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).